Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number: (B)(6) one device was received for evaluation. Functional and accuracy testing was used to evaluate the reported problem of the device failing volumetric accuracy. The investigation determined that the expulsor length was the cause of the reported problem. The problem was duplicated, and the device was calibrated. Since calibration, the device has passed all functional and accuracy testing. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the device is failing volumetric accuracy. There was unknown patient involvement, unknown patient harm and unknown patient adverse event reported.